Event description:
During a robotic tlh procedure the patient received a vaginal laceration. The laceration was inside the vagina about 1 inch at the introits (about 10'oclock position) which had to be sutured closed.

Manufacturer narrative:
Coopersurgical's (B)(4) spoke to dr (B)(6) of hospital regarding this incident. Patient was a nulliparous women with tight introits and a large fibroid uterus. Some difficulty pulling the uterus through the vagina. Noted a very small superficial laceration on the perineal body (external to the vagina) - closed with two interrupted sutures and no post-operative issues. Dr (B)(6) said she did not believe there was any issue with the rumi ii or de and will continue to use the device. Product has not been returned to coopersurgical for evaluation. (B)(4).